Manufacturer narrative:
The customer is not using inserts from dentsply, but from another company which is not compatible with the cavitron unit, customer needs to get the right insert for the unit. Unit have been tested and recalibrated to meet factory's specs.

Event description:
While using a g136 scaler, the insert tips were getting hot; no injury resulted.